Event description:
The patient further noted she still had concerns regarding her device or therapy but was working with her physician and/or representative and had an appointment on (B)(6) 2013. It was further reported that the patient had the following medical history: seizure disorder, chronic pain, emg enhance for radiculopathy in the lumbo/sacral, ddd (degenerative disc disease), positive discogenic, lbp (low back pain) l4-5, and left hip fracture secondary to fall. The catheter migration was like due to an increase in activity/bending after implantation. There was a revision of the catheter with replacement of the distal/intrathecal portion. Two anchors were used on the suprapinous ligaments instead of one. The patient was reported as doing well.

Event description:
It was reported that the patient¿s catheter was ¿disconnected.¿ the patient had surgery two weeks prior to the date of the report and immediately after procedure she experienced severe headaches and migraines for seven days. Three days after the surgery she started to feel pain in both legs and her back. The physician provided a spinal block to relieve the headaches and told the patient to lay down and not to twist or turn. Reportedly, the physician had verified the catheter was disconnected and was not sure what caused the disconnection. The patient stated she was to have surgery on (B)(6) 2013 to reconnect the catheter. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-13, information received from the consumer reported that their "neuro pump" was removed after three surgeries, and the pump "kept failing." The pump was removed in (B)(6) 2014. Additional information regarding clarification of "pump kept failing," date of pump removal, whether or not the catheter was removed with the pump, and the nature of the "three surgeries," as well as the drug in the pump, associated symptoms, troubleshooting/diagnostics, actions/interventions, cause, and outcome with regard to the report that the "pump kept failing" was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).